Event description:
Medtronic received information that an attempt was made to replace a previously implanted surgical valve (edwards perimount 2700) for unknown reasons. No adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).